Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported a therapy issue. The patient stated they had been having frequent urination in the morning. The patient mentioned they ate a bunch of watermelon last week and stated their frequent urination continued the next day. The patient confirmed they consulted their managing doctor. The agent educated the patient on the general use of external devices and reviewed considerations for therapy optimization. When the agent offered guidance on adjusting the stimulation, the patient stated they did not need to increase the stimulation and already knew how to make adjustments. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included irritation on the left side of the vulva, inside the labium majus. The patient stated they had experienced this irritation occasionally prior to the implant. The patient also mentioned that their gynecologist had previously attempted to treat the irritation; however, it had now spread to a larger area, approximately an inch and a half. The patient called later the same day stating that their urination was becoming more frequent and an irr itation in the vulva on the left side had gotten worse in the last 2 weeks. The patient raised the stimulation because they were urinating so frequently but was still urinating. The patient did not change the stimulation for about 2 weeks and this last weekend it started going more frequently and the only thing they could tie it to was when they ate a bunch of watermelon a few days before. The nurse practitioner told patient to not drink within liquid within 3 hours of going to bed but the problem was continuing. The agent reviewed the option to increase stimulation or change programs. The patient was on program 2 at 4.4 and did not see any other programs to change to. The patient was redirected to their healthcare provider to further address the issue. The patient stated being instructed by the doctor to contact the manufacturer representative (rep). The patient stated they will call.